Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 549 mg/dl. The customer was treated with insulin pump. Customer stated that insulin pump keep asking them for calibrate. Customer stated that they changed their infusion set, sensor but their blood glucose level was not going down after they give bolus. The customer stated that the blood glucose level was decreased after changing new set. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.